Event description:
Tool vibrated and skipped on the bone during an acdf procedure and nicked pt esophagus. On follow-up conversation with the hosp, they reported that the tool was skipping on the bone and vibrating. They repaired the esophagus during case, however additional surgery was required as an esophageal leak was observed during follow-up swallow test. Hosp reported that the disc was completely removed before the drilling procedure was performed.